Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted concurrently with total abdominal hysterectomy / bilateral salpingo-oophorectomy, appendectomy, anterior & posterior repair and abdominal sacrocolpopexy; due to stress urinary incontinence and uterovaginal prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to vaginal discharge, burning and erosion. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent sling implantation with concurrent total abdominal hysterectomy / bilateral salpingo-oophorectomy, appendectomy, anterior & posterior repair and abdominal sacrocolpopexy to treat stress urinary incontinence and uterovaginal prolapse. The patient underwent mesh revision on (B)(6) 2009 due to vaginal discharge, burning and erosion. (B)(4).